Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported worsening and unchanged mitral regurgitation. The reported patient effect of mitral regurgitation (unchanged and worsening), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional case is filed under a separate medwatch report.

Event description:
This is filed to report recurrent mitral regurgitation (mr) it was reported through a general comment by a physician, who was not the implanter, that on multiple occasion, a mitraclip procedure had been performed, but after the clip was implanted, mitral regurgitation (mr) became worse or remained the same. No additional information was provided.